Event description:
The affiliate inidcated that the catheter broke during manipulation by the operator. The entire catheter was removed without any difficulties, and another catheter was inserted. There were no reported patient complications, but the case was delayed by 10 minutes.